Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the connector of a minicap transfer set was found broken. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed with the naked eye and a crack in the light blue main body was observed. Functional testing including leak testing, clear passage testing, and clamp function testing were performed with no issues noted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported issue was verified. The cause of the event was undetermined. Should additional relevant information become available, a supplemental report will be submitted.